Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, at first firing, the surgeon fired the handle to the pulmonary artery, however bleeding occured. The surgeon noticed that the blood vessel wall was partially unstapled. The surgeon resolved the case by clipping. The incision site was extended by less than 3 cm and less than 200 cc of bleeding occurred.